Event description:
It was reported that the device was found that the inner package was opened when the trach was being taken out of the box. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One (1) picture was received. In picture 1, the original packaging was observed. In picture 2, it was observed that the original tray is open. Also it was observed that the seal for the tray seems completed and uniform according to specifications. One (1) sample was received without its original packaging inside a ziploc bag. Sample was in used conditions. Visual inspection was performed in order to detect any damage on the part. No damage could be detected. No functional testing was required during evaluation. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. After a review of the different verifications that are performed during the manufacturing process to verify the seal of the tray, the most probable root cause is that tray was opened after the product left the manufacturing facility. As a preventive action, a notification of this complaint to the production personnel was conducted by the quality engineer for awareness of the reported issue.